Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac artery using an indigo system catrx aspiration catheter (catrx), guidewire, and a non-penumbra sheath. During the procedure, while attempting to make the first pass, the physician experienced resistance while advancing the catrx over the guidewire and decided to remove the catrx. Subsequently, while retracting, the physician noticed the catrx was stuck and, consequently, the catrx had broken at the midshaft and broke off in the arm. Therefore, the physician used a snare device to remove the broken portion of the catrx. The physician ended the procedure at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned catrx confirmed, the device was fractured. Further evaluation revealed, kinks throughout the length of the device, the guidewire lumen was damaged, and coil winds were exposed on the distal end. If the device is forcefully retracted against resistance, damage such as a fracture may occur. Some of the observed damage may be incidental to the complaint and may have occurred, during or after removal of the device from the patient. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns.